Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer kept failing. A field service engineer logged into the station and accessed the hardware test application to test the drawer. After logging out of hardware test application, the back panel was removed, and the hardware was inspected. It was observed that the retractor showed signs of wear. The station was powered down, the bus cable was disconnected, and the back of the drawer was removed. The retractor band was disconnected from the controller boards, removed, and replaced. The retractor band connections were then reconnected to the controller boards, the back of the drawer was reassembled, and the bus cable was reconnected. The back panel was secured, and the station was powered up. The row board cable on the drawer and mparair was reset. The device was then tested in the hardware test application and the customer made inventories. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.